Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the axes controller platform (acp) 4. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The root cause was a component failure in acp4, which was resolved by replacing the faulty part.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered a 32099 error on the patient side cart (psc) boom. The system was restarted and hard power cycled using the emergency power off (epo) button and the error returned on each restart. No obstructions were present. Once the boom was disabled, the error was cleared and the system would indicate ready for use however, the boom was not in a position to be docked. There was no patient involvement however, the customer was not able to use the robot for the first case this morning. The procedure was aborted without patient involvement.